Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a computed tomography (CT) scan that revealed a filling defect within the outflow cannula that likely represented thrombus. Log files revealed lower flows that were not sustained long enough to activate the alarm.

Event description:
It was reported that the patient underwent a computed tomography (CT) scan that revealed a filling defect within the outflow cannula that likely represented thrombus. Log files revealed lower flows that were not sustained long enough to activate the alarm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed as no product was returned for evaluation. The report of low flow faults was confirmed via the submitted log files. A direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. It was reported that a recent computed tomography (CT) scan showed a pedunculated filling defect measuring 10 x 3 mm within the left ventricular assist device (lvad) cannula, compared to a CT performed in 2018, that most likely represented a thrombus. Log files were submitted to ensure that there were no lvad function concerns in the setting of this new finding. The submitted controller event log file captured multiple low flow fault flags throughout the log file when the estimated flow dropped below the low flow threshold of 2.5 lpm, to a range of 2.3-2.4 lpm. However, none of these events lasted over 10 seconds to trigger low flow alarms. No other atypical events or alarms were captured. Despite the observed events, the pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 1 of the IFU addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. No further information was provided. The manufacturer is closing the file on this event.